Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with an 807:05 failure code was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that the a failure code 803:07 was found during the event history log review and that the root cause was dirty prisms. The pump head modules on channels a, b, and c were replaced to correct this condition. A device history review was performed and no abnormality was observed in the manufacturing of this device. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with an 807:05 failure code. The event was reported to have occurred during programming/set-up in "labor and delivery". This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.